Event description:
Blood pressure monitor for repair. Repair cost is not to exceed $25; a check for $5 was enclosed to cover s&h. Problem: automatic cuff inflation fails to terminate; ie, the motor endlessly and alarmingly continues to inflate. The inflated cuff must then be removed by manually releasing the velcro. Cuff pressure can only be relieved after removal by compressing the cuff with the palm of the hand. The problem is intermittent - occasional - and is independent of the setting of the inflation control, "170 or".